Event description:
Consumer complaint of blood result reading of "lo." Last 4 tests in memory: 94 mg/dl, "lo," "lo," and "lo." No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on the meter.defect strip. Most likely underlying root cause of malfunction:strips improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: 94mg/dl, "lo", "lo", and "lo" no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on the meter. Defect strip. Most likely underlying root cause of malfunction:strips improper storage. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: 94mg/dl, "lo", "lo", and "lo." No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).